Manufacturer narrative:
It was reported that the associated lead was abandoned and replaced with another lead on (B)(6)2019. The subject pacemaker remained implanted.

Event description:
On (B)(6)2014, the pacing system was implanted in a patient with intermittent bradycardia. Reportedly, during a follow-up performed on (B)(6)2019, a progressive increase of the ventricular lead impedance was observed. The patient reported that he had symptoms similar to the ones he had before pacemaker implantation. The lead replacement procedure was scheduled for (B)(6)2019.

Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
On (B)(6) 2014, the pacing system was implanted in a patient with intermittent bradycardia. Reportedly, during a follow-up performed on (B)(6) 2019, a progressive increase of the ventricular lead impedance was observed. The patient reported that he had symptoms similar to the ones he had before pacemaker implantation. The lead replacement procedure was scheduled for (B)(6) 2019.